Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, lens damaged by handpiece injector. At the time of implantation, the intraocular lens found resistance at the exit of the intraocular lens. Lens was stuck in the cartridge and only half of the lens entered the anterior chamber. Therefore, decided to remove the intraocular lens and noticed after the extraction that lens was a little damaged (scratched) then immediately decided to replace that intraocular lens with a new one. Additional information has been requested and received stating that the procedure was completed on same day. The patient was progressing excellently on their third postoperative day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of a lens damaged by the injector; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.